Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial/final medwatch report. Please reference section b3 and b5.

Event description:
Complainant alleged that while attempting to defibrillate a pediatric patient (gender unknown), the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. Zoll provided instructions for log extraction to support the customer's investigation. The customer has no further information at this time, does not plan to return the device, and cannot provide a timeline for updates. The claim will be closed but may be reopened if the device or new information becomes available.